Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: brand name: micra:< model #: mc1avr1-delsys / expiration date: 14-nov-2021/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device rtn to MFR? No, <device mfg date: 02-jul-2020, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the perforation of the right ventricle occurred during the implant procedure of the leadless implantable pulse generator (ipg). It was noted that when the delivery system of the leadless ipg assessed right ventricle, the arterial pressure decreased rapidly. Pericardiocentesis and thoracotomy were performed. Leadless ipg was never implanted and epicardial lead and abdominal pacemaker were implanted. No further patient complications have been reported as a result of this event.